Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. During analysis of the stored files related to this pt (files from implant and from follow-ups dated (B)(6), (B)(6) and (B)(6) 2010), it was noted that the "arrhythmia and therapy history" screen was showing information related to 2 ventricular fibrillation (vf) episodes recorded on (B)(6) 2010, i.e. Prior to the date of implant. The customer raised some questions. It was noted that all pt files show slightly different time of occurrence for these vf episodes dated (B)(6) 2010.

Manufacturer narrative:
December 15, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.